Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and electrical testing found the proximal continuity was incomplete in the connector. The analysis indicated that the proximal conductor not connected at stake. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 (annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was not pacing. It was also noted that the lead did not provide a clean signal or capture. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.